Event description:
Account alleged that the trendelenburg function is not working. Account alleged that when he activates trendelenburg, the bed runs to the high position and will stop. Account stated that he adjusted the hi/low down limit switch assy to resolve the alleged problem with the trendelenburg function not working. The hi/low down limit needed to be adjusted.